Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "intracapsular rupture" and output silicoma lumps. This record pertains to the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "intracapsular rupture" and output silicoma lumps. This record pertains to the left side. The device has been explanted.